Event description:
The customer contact reported a shock. The device was returned to the clinical engineering department with a report that indicated a nurse "experienced mild shock when disconnecting machine." There were no reported adverse effects to the nurse. No medical interventions were required. During visual inspection at the user facility, a burn mark was noted on the ac power cord where the detachable ac power cord enters the device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.